Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she was ¿having problems with her device.¿ the patient reported that the device ¿stays on even when it is turned off and it cuts off by itself.¿ the patient reported the ¿doctor pops up¿ and clarified that she was getting a call your doctor screen. The patient reported that there was not a code on the screen when the doctor screen was visible. No further complications were reported.